Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.

Event description:
It was reported that a malfunction alarm occurred. Additionally, it was reported that the customer experienced an elevated blood glucose (bg) level. Customer¿s continuous glucose monitor read ¿high¿, however, a specific bg value was not provided. A correction bolus via the pump was administered to address bg. Reportedly, the customer contacted the healthcare provider to obtain alternate insulin therapy.